Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on readings obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event requiring emergent food consumption to raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
(B) (4) CAPA investigation (B) (4) is associated with this report. The customer originally reported that the tubing channel would not open. The pump has been returned to baxter and evaluated. The customer reported that the tubing channel would not open. During the evaluation, it was discovered the open and stop buttons on the phm keypad did not work. The defectived phm keypad caused the tubing channel not to open. The phm keypad was replaced.

Event description:
During service by baxter, the infusion pump was found to contain the stop button on the pump head module keypad not working. There was not an adverse event, patient injury or medical intervention associated with this report. No additional information or contact was available.

Manufacturer narrative:
(B) (4)

Event description:
International customer reported that a pt presented with a recurrent hernia approx one year following an initial hernia repair. The pt was returned to surgery for repair. The surgeon reports that the mesh was torn in two pieces. Add'l info requested, but not yet received.

Manufacturer narrative:
The master software version is 5.09.90, cateogrized as colleague 2006.